Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump over/under infused. Care area: oncology/chemo. Type of therapy: intermittent. Date & time occurred: (B)(6) 2002 or (B)(6) 2003 no time given. No pt injury.